Event description:
The manufacturer received information alleging an issue related to a ventilator's display screen and an inability to charge it's internal battery. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. Upon internal inspection, the backlight cable was found to be disconnected. The device's internal battery was replaced and the backlight connector was reconnected to address the issues.